Event description:
Boston scientific received information that this right ventricular lead exhibited low out of range pace lead impedance measurement less than 200 ohms along with pacing inhibition. Further details indicated that patient fell and no capture was observed. An invasive procedure was done, in which the lead was explanted and successfully replaced with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to a functional analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The inspection of the lead revealed a rubbed through insulation at approximately 18 cm distal to the is-1 connector pin. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction between the lead body and a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. Further damages resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.